Manufacturer narrative:
Results: two unused samples were returned for evaluation. A visual inspection shows the black foreign matter on one of the sample needles. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4357483. Conclusion - fm on station 18 IV shield liner track is likely to be cause by the IV shield part stuck in between the rotating sweepback brish. The continuous rotation on the stuck IV shield part may result in m generating on the IV shield liner track. There was a preventive action taken on 15-oct-2015 for this issue and this batch was produced in january 2015, which was before the preventative action date.

Event description:
It was reported that bd flashback blood collection needles 22g x 1" black had a black foreign matter on the needle cannula surface. No injury or medical intervention reported.